Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 40 mg/dl. Troubleshooting was performed. The customer's priming technique was correct, and the reservoir volume was accurate. The caller stated that the insulin pump did not deliver a bolus that was programmed. Found that it was because the customer still had active insulin in his system. Nothing further was reported.